Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Call made to patient (pt). Pt reports their device did not work, the battery died on it, so they moved on and got a pain pump from another company. Pt reports the spinal cord stimulator never really worked for them as their pain was super low in their back. Pt states ¿not that it¿s a bad device or that something was wrong with the device¿ but there was ¿nothing they could do¿/ ¿it just didn't work for me¿, pt confirms since it was implanted it never covered their low back pain. Pt did report the ¿device worked just never to that low back pain¿. Pt reports they still have their spinal cord stimulator implanted and have no plans to explant the device or receive a new spinal cord stimulator as their pain pump is working well. Pt clarifies the ¿jolt¿ stating it was similar to a ¿very mild¿ electric shock, stating it wasn¿t painful but just enough to make them wonder what had happened. Pt states they noticed after this that the battery ¿wouldn¿t take a charge or anything¿. Pt inquired if it was alright to leave the device implanted. Agent explained the role of customer quality and patient and technical services. Agent offered transfer to patient and technical services, pt declined stating they had already discussed this with their doctor to some degree.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that "years" ago, patient felt a jolt and ins hasn't worked nor have they done anything with it since then. Caller stated patient reported the ins has been dead for years and their programmer doesn't "recognize" the ins. Caller stated ins was working in 2019 as patient was able to access MRI mode which showed full body. Technical services (tss) reviewed MRI verbiage around a depleted ins but that it is recommended to verify eligibility prior to each scan. Tss reviewed it is up to facility as to whether they want to go off of eligibility provided in 2019. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.